Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Four days after implant, it was noted that the ventricular lp exhibited loss of capture and the patient was asystolic. An urgent temporary pacing wire was placed and the lp was explanted and replaced with a transvenous pacemaker system. The patient was stable.